Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the night prior to the report, the patient went to change his setting before bed when he saw an informational power on reset message on his patient programmer screen. In the last week (confirmed as (B)(6) of 2018), he felt like therapy was not working. The patient has not had any medical test or electromagnetic interference environmental exposure, and the power on reset was not related to an overdischarge event. The patient was able to successfully clear the power on reset message and turned therapy back on and adjusted therapy so that it was adequate. The patient was redirected to his health care provider regarding the therapy issue. There were no further complications reported.